Event description:
Caller states that the following readings were obtained on a patient using two inform systems within 10 minutes: 149 mg/dl (inform system 1), 310 mg/dl (inform system 2), and 310 mg/dl (inform system 1). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.